Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge, tandem technical support (cts) was unable to verify how many units of insulin were originally loaded in cartridge. There was no reported adverse effect to the customer's blood glucose level. The customer continued to use same cartridge.